Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump alarmed with the main arm cannot communicate with the motor arm and hal software error detected. The customer's blood glucose level was unknown at the time of the incident. The customer stated the insulin pump was neither dropped nor exposed to moisture. Customer stated all buttons were responding. The insulin pump will not be returned for analysis.